Event description:
"Tip of device fell into patient. Was not retrieved. Patient transferred to different hospital for perforated esophageus and has history of esophageus issues since childhood. Procedure was done on (B) (6)2009, due to difficulty swallowing. Risk manager is not sure whether perforation was caused by the guidewire, already existed or caused by another device." Patient transferred to different hospital. As of (B) (6)2009, there was no surgery, the patient did not pass the tip and was still in the hospital.

Manufacturer narrative:
The defective device has not been received as of today. The investigation is on-going; however, a supplemental will follow once the investigation has been completed. We are filing late due to awaiting for the defective device and follow-up information from the customer. Both voice mail and e-mail follow-ups have been done.